Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the surgeon spent thirty minutes trying to seat the insert into the trident cup. He investigated the soft tissues and osteophytes around the area but could not see anything in the way. The liner trial sat flat when repeatedly put back in.